Event description:
It was reported that right ventricular lead was explanted and replaced due high capture thresholds caused by twiddler's syndrome. X-ray revealed no slack in the lead. The lead was laser removed. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead measuring 38.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.